Event description:
The facility reports the resident fell out of a patient sling while being lifted from the bed. The resident fell to the floor and has been taken to the hospital with a suspected fractured femur and head injuries.